Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was unknown. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found that the air water tube and cylinder had remains of white foreign material and the light guide lens had corrosion and stains inside. The switch box and grip had scratches, the scope cylinder had discoloration, the scope connector case unit is dirty due to water leakage, the plug unit has corrosion due to water leakage, the circuit board unit in the scope connector has corrosion due to water leakage ,the micro connector unit in the scope connector had corrosion due to water leakage, the cable unit has corrosion due to water leakage, the distal end is shaved, the adhesive around the objective lens was worn, and the universal cord has a scratch. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited white foreign material in the air water tube and cylinder. There were no reports of patient involvement.